Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history review was conducted. The report indicates that no ncrs were generated during production. There were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A pd evaluation was conducted. The report indicates that the first generation instrument of lot number 7689244 was manufactured in january 2012. The scratches and marks seen on the instrument today in dec. 2014 indicate an extensive use since the instrument had been manufactured and placed into the market. The leaf spring component broke due to extensive bending stress over long time use. Life time of instrument: the spring material in thickness, width and material spec had been tested in a later instrument design version to validate the life-time of the instrument. The life time of the instrument was set to 1 year - clinical use (250 clinical reprocessing cycles, with tensioning and cutting operations). In the test of the instrument the required 250 cycles of clinical use was achieved. (B)(4). Even so it is not possible for the manufacturer to determine the number of clinical uses with this particular instrument it is assumed that the instrument was used more then 250 cycles. The design and clinical risk document is covering the instrument breakage of the instrument. It is assumed that the life time of the instrument is superseded but can not be confirmed. Therefore, product development closes this complaint as inconclusive. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two zip fix application instruments were found to not be working by the facility. There was no patient involvement. This is report number 2 of 2 for (B)(4).